Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was received inoperable with a constant load set alarm. This was found to be caused by bent upper and lower door hooks. The bent door hooks were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no pt injury.